Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the unit states that the flow is blocked and a new ail sensor is needed. No patient involvement.

Manufacturer narrative:
H7 and h9 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail sensor assembly for flow is blocked, third party part door latch assy, iui connector assy corrosion, rear case housing assy crack upper well. Replaced u4 led on display board assy for segment dim. A review of the device history record showed the device had a manufacture date of 10/09/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the ail sensor assembly. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ail / a-2014-0284, 3rd party latch/sear / ca-2017-0187, iui damages / ca-2018-0161, dim u4 display segments / 1143616. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the unit states that the flow is blocked and a new ail sensor is needed. No patient involvement.

Event description:
The customer reported that the unit states that the flow is blocked and a new ail sensor is needed. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.